Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events one month and seventeen days post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and device unable to be retrieved. An unsuccessful filter removal attempt was performed one month and seventeen days post implantation. A CT scan performed on the patient confirmed that the filter fractured and perforated. The following additional information received per the medical records state that patient has a history of left lower extremity dvt and leg swelling. During the implant procedure, the right internal jugular vein was accessed and a 7 french sheath was inserted. Near complete occlusion of the common femoral vein was found as well as extensive thrombus throughout the external and common iliac vein. The filter was placed in the infrarenal ivc.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the reported filter fracture could not be confirmed, nor is it possible to draw a conclusion as to what may have contributed to the reported events. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events one month and seventeen days post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and device unable to be retrieved. An unsuccessful filter removal attempt was performed one month and seventeen days post implantation. A CT scan performed on the patient confirmed that the filter fractured and perforated. The following additional information received per the medical records state that patient has a history of left lower extremity dvt and leg swelling. During the implant procedure, the right internal jugular vein was accessed and a 7 french sheath was inserted. Near complete occlusion of the common femoral vein was found as well as extensive thrombus throughout the external and common iliac vein. The filter was placed in the infrarenal ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the reported filter fracture could not be confirmed, nor is it possible to draw a conclusion as to what may have contributed to the reported events. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.